Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-07591. It was reported that a rotawire fracture occurred. A 330cm rotawire and wireclip torquer and a 1.50mm rotalink burr were selected for use. During the procedure, a 1.5mm burr was attempted to be advanced 3 times in the main coronary artery and ostium of the circumflex artery. When strong resistance was encountered, the burr was changed to a 1.25mm and was able to cross the lesion on the second try. Another attempt was made with the previously used 1.50mm burr and it was observed that the burr jumped to the anterior descending artery. It was then noted that the rotawire was fractured. The burr was removed without issue, however, the rotawire cannot be removed entirely from the circumflex artery. The procedure was completed with another of the same device. The vessel was dilated and a stent was deployed without issues. No further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device has wire broken by tension overload near to the distal section (the distal tip was not returned) 325cm from the proximal section. Also it has the wire kinked in the middle of the device. No other issues or defects noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-07591. It was reported that a rotawire fracture occurred. A 330cm rotawire and wireclip torquer and a 1.50mm rotalink burr were selected for use. During the procedure, a 1.5mm burr was attempted to be advanced 3 times in the main coronary artery and ostium of the circumflex artery. When strong resistance was encountered, the burr was changed to a 1.25mm and was able to cross the lesion on the second try. Another attempt was made with the previously used 1.50mm burr and it was observed that the burr jumped to the anterior descending artery. It was then noted that the rotawire was fractured. The burr was removed without issue, however, the rotawire cannot be removed entirely from the circumflex artery. The procedure was completed with another of the same device. The vessel was dilated and a stent was deployed without issues. No further patient complications were reported and the patient's condition was stable.